Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system, an unspecified number of patient isolates (escherichia coli) were misidentified as a proteus spp. The user verified the final result using maldi with a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: introduction a complaint alleges that on several occasions errors are occurring with the identification of e. Coli by the genus proteus. Material #: 443624. Serial #: (B)(6). Investigational testing/ review a bd field service engineer (fse) was dispatched to the customer site. The fse conducted a technical visit to evaluate the divergent results, where proteus was found to have been replaced by e. Coli, as well as gram-positive bacilli - blood cultures - and identification of staphylococcus hominis and streptococcus agalactiae. The case was sent to global support; however, no further actions were noted in this case. Service history review for this instrument was completed and revealed no previous complaints related to this issue. Conclusion / outcome the complaint cannot be confirmed based on information provided by service. Root cause cannot be determined with the information provided. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates (escherichia coli) were misidentified as a proteus spp. The user verified the final result using maldi with a reference laboratory. No health impact or consequence reported.